Manufacturer narrative:
As reported, the capsure straight fasteners failed to fixate the mesh. The subject device was not returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during laparoscopic tep (total extraperitoneal procedure), the surgeon tried to fixate the mesh using a capsure device. It was reported that the first fastener did not fixate the mesh and fell into the abdominal cavity. When the surgeon grasped the trigger, the deployment of fasteners gradually became impossible. It was reported that there were five loose fasteners which were removed from the patient's body and the procedure was completed by using another capsure device. There was no reported patient injury.